Manufacturer narrative:
The repair inspection confirmed the customer¿s reported image color defect. Olympus identified a reportable defect, the image switches between a green and a purple image. The defect was isolated to a defective cable unit. The inspection also noted the following: the remote switch is not working, there is an audible ¿knock¿ noise during use, scratches on the metal distal tip, cracking of the outer tube cover glass, and indentation on the outer tube. Malfunction of the remote switch is assumed to be due to wear and tear. Image failure "knock noise¿, the reason for this issue could not be clearly identified. The damaged fiber composite of the optical fibers at the distal end of the outer tube, damaged cover glass and dents on the outer tube are attributed to improper handling, application of outer force. The investigation by the legal manufacturer (oste) determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed. The manufacturing and quality control review for the concerned device showed no non-conformities or deviations regarding the described issue. Based on the investigation results, the image switches between a green and a purple image defect is a known issue and is due to a defective cable unit. Olympus will continue to monitor the error pattern and initiate further measures if necessary. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer ¿endoeye high-definition ii¿ autoclavable video telescope was returned to the olympus repair center for a color effects defect, ¿abnormal color tone, (red, green)¿. The customer reported problem was found at an unspecified event. No death or injury has been reported to olympus. However, during the repair inspection, olympus identified a reportable defect, the image switches between a green and a purple image due to a defective cable unit.